Manufacturer narrative:
(B)(4). Insulin pump passed displacement and self tests. The unit was programmed with a test guardian link 2 transmitter and a glucose sensor simulator. The unit connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. On the other hand, the red notification light would turn on at times when it wasn't supposed to particularly after the middle (enter) keypad button was pressed. After further review, there was corrosion and mold on the pins of the keypad flex connector. There was also signs of previous moisture presence to a lesser extent along the bottom of electrical board and in, around the battery connectors. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an unknown issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.